Event description:
It was reported that after coronary treatment procedures, a patient death occurred. Over a 12 month period the patient presented several times for coronary procedures, with the last procedure in (B)(6) 2010. The patient died of a heart attack approximately one year post procedures. A pathological examination showed coating residues in the patient. It cannot be identified from which device the residue is from. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6)